Event description:
The nurse opened the sealed package containing a tuberculin safety syringe and discovered that the needle was sticking out of the cap while the cap was still on. The needle had broken off. The nurse indicated that this situation put the nurse at high risk for a needle stick. This is not the first occurrence with this particular brand. Staff indicate that they frequently break needles or the needle goes through the cap when recapping after drawing up a medication. There have been no adverse outcomes related to these syringes reported. Overall, staff is disappointed with the quality of the product. Action: 1. The manufacturer's representative came to this facility to review recapping techniques. The inservice did not however, address the problems encountered when finding exposed needles upon opening the package. The representative was to discuss this further with the manufacturer 2. This facility is in the process of investigating the return to using a tuberculin syringe made by a different manufacturer.====================== health professional's impression======================device failure.